Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. It was noted that the customer filled the cartridge with "almost a full 5ml syringe of insulin". The customer's blood glucose level was not impacted. Reportedly, the customer was able to reload the cartridge successfully.